Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive and that customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit due to blood glucose (bg) level of 770 mg/dl. Reportedly, the pump suspended insulin delivery. The customer addressed their bg by changing site and giving a manual injection, but was treated with intravenous fluids of saline and insulin in the hospital. Reportedly, customer was released on 9/4/22 with the issue resolved and no permanent damage.